Manufacturer narrative:
(B)(4). Pc: surgical intervention, device breakage, medical device removal (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An initial spinal fusion procedure was performed to treat kyphosis in 2015. In (B)(6) 2016, the rods (unk) broke. The 1st revision procedure was performed. This (B)(4) is related to (B)(4). (B)(4) involves with the rods¿ breakages which were implanted in the 1st revision procedure ((B)(4)). On (B)(4), we mentioned the initial procedure of 2015. However, it was unknown on (B)(6) 2019, whether the broken rods were j&j devices or not. On (B)(6) 2019, it was confirmed that those rods were j&j items. This complaint involves two (2) devices.